Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 409 mg/dl. Customer's current blood glucose was 256 mg/dl. The customer did not experience any symptoms such as burning sensation on chest due to result of high blood glucose. The customer was treated by bolus with manual injection and insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. Customer stated cannula was slightly bent. The insulin pump and reservoir will not be returned for analysis. Frn-unk-rsvr, unomed set.